Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose sometime in (B)(6) 2017, with blood glucose of about 24 mg/dl at the time of the incident. The customer also had a low event on (B)(6) 2017 and was treated with a shot of glucagon by their spouse. The customer drove off the road and had paramedics treat them for the june incident. The customer was given intravenous b50 until they got to 81 mg/dl. The customer was wearing the insulin pump during the incidents. Troubleshooting was not completed as the customer declined. Customer also inquired about their pump upgrade and complained of the pump suspend feature not working even though they were not using sensors. The insulin pump will not be returned for analysis.